Event description:
It was reported that the universal charger was overheating prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of overheating was able to be duplicated. During the device evaluation, the fan had noticeable noise. The power supply could get hot due to excessive fan noise and vibration. The device was repaired and returned to the customer.